Event description:
Procedure: lap chole. Reportedly, while removing the endo peanut from the patient cavity through a versaport 5mm rt trocar, the tip of the device disengaged. It was caught in the trocar, nothing fell into the patient cavity. The procedure was safely completed and there was no damage to the patient. The patient sex was not identified.

Manufacturer narrative:
Initial report sent: may 1, 2007